Event description:
The company was notified of a size 19mm valve explanted after approximately 1 year, reportedly due to calcification. It is not clear if the surgeon is indicating the device contributed to this event and no clinical history for the female patient was provided.

Manufacturer narrative:
Device evaluated by manufacturer. The device has been received for evaluation; an evaluation summary was not available at the time of this report; however, initial gross examination and x-rays of the device indicate the presence of calcification. In addition, the company is working with the local sales representative to obtain additional information on this case, which also referenced another explant at the same facility (reference medwatch 3004478276-2009-00011) and may warrant a follow-up report to be submitted.